Manufacturer narrative:
Information on patient (other than gender) was not made available. Only month of event was reported. Date selected represents middle of that month. Model number is xeridiem's part number (legal manufacturer). Catalog number is part number for xeridiem's exclusive distributor for this device - (B)(4). Implant/explant dates are not known. Device was not returned to manufacturer. Device was not returned to manufacturer so evaluation was not possible.

Event description:
Patient had a cook tube placed in (B)(6). He has developed thrush and the tube is heavily coated. The thrush has appeared to have degraded the water channel for the balloon. We are unable to inflate or deflate the balloon. When pulling back on the balloon valve, we obtained contents from the g-tube. The balloon is palpable under the skin and is too large to be removed through the stoma site. The old method of using a paper clip to break the balloon valve does not work with the valve on the cook tube due to its differing configuration. All options to try and remove the tube have been exhausted except to have a radiological/endoscopic bursting of the balloon. That treatment is being arranged.